Manufacturer narrative:
The insulin pump was received with no radio frequency communication due to faulty capacitor on interface board. A displayable history anomaly alarm was noted in alarm history screen, due to corrupted history file. It was not possible to upload data due to corrupted history file. The insulin pump was received with minor scratches on the lcd window, cracked display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the insulin pump was not communicating with the customer's blood glucose meter. The patient's blood glucose was 95 mg/dl. Nothing further was reported.